Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; d8; d9; e1 initial reporter; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; component code; h11 a getinge field service engineer (fse) checked the device and confirmed the fault codes 111 and 118 that had occurred. As per the service manual, fse replaced the executive processor board (d670-00-0770), redownloaded the b17software and recalibrated the system. Ran unit on a trainer and test balloon for approx 1 hour with no issues, ran unit through a full calibration and electrical safety tests all meets factory specifications, unit was returned to the customer. The following was performed by (B)(4). Failure analysis and testing (fat) department (B)(4): sr (B)(6) oct 2024. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0770 rev k, sn: (B)(6) exec. Processor board. This part was received with a reported unit failure message of after unit turned on, alarm occurred and found code 111, 118. Performed visual inspection of this part received and part looks to be in good condition. Installed exec. Processor board into the cardiosave test fixture sn (B)(4) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. Performed all functional tests and passed. After unit was turned on and ran unit for approx 1 hour and did not observe alarm sound. Unit worked correctly. The failure analysis and testing department could not verify the failure message of alarm and code 111, 118. Exec. Processor board passed testing. Retaining exec. Processor board in the fat dept. Per procedure 0002-07-d008 rev ar. Due to old revision, this board is not going to supplier for further investigation. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was turned on for a maintenance check and the unit had a steady alarm,. There was no patient involved.